Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Visual examination of the device was performed. The backplate of the device was removed for visual inspection of the coil which looked in good condition and no water was found inside the handle. When the tip was looked under the microscope there seems to be a very slight amount of lubricant on the needle which is normal and part of the manufacturing process. No abnormalities were noted no functional testing was performed. Based on analysis results a conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that when opening the delivery device at set up, the nurse noticed that the needle was wet and water was visible. A second device was opened where the needle was wet and water was visible. Because of this observation, the surgery staff was not sure if the devices were still sterile. A third device was used to complete the procedure without clinical consequences to patient.

Event description:
It was reported that when opening the delivery device at set up, the nurse noticed that the needle was wet and water was visible. A second device was opened where the needle was wet and water was visible. Because of this observation, the surgery staff was not sure if the devices were still sterile. A third device was used to complete the procedure without clinical consequences to patient.